Event description:
Information received indicates the bed will not go into the reverse trendelenburg position.

Manufacturer narrative:
The facilities maintenance found the bed sensor cable was broken and the sensor arm was not corrected properly. Maintenance replaced the cable and properly connected the sensor arm to repair the bed.